Manufacturer narrative:
Initial and final MDR (B)(4). - MDR 3003442380-2024-06311 - device 1 of 17. (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced seventeen infusion set cannula bent events, first on (B)(6) 2024 and other within last 2 weeks. All the events occurred within 3 hours of insertion and the insertion site was at abdomen. The blood glucose level at the time of first event was normal and other events was 485mg/dl. The patient resolve all the events by changing soft cannula infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.